Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular thresholds had risen after connecting to this cardiac resynchronization therapy defibrillator (crt-d). Thresholds changed from 0.9v to 1.7v. The lead was disconnected from the device and testing with the pacing system analyzer which measured 1.5v. The pacing impedances dropped from 700 to 550 ohms. The physician elected to leave the lead implanted and monitor via latitude. There was inquiry as to the changes. There was inquiry if the lead had slightly dislodged or if this also could be related to medications. No adverse patient effects were reported.